Manufacturer narrative:
As the product is in specification, root cause cannot be linked to our product. From the info reported, we believe the incident may be due to the pin placement. Proper alignment between the dual-pin rocker arm and single pin torque screw should be equidistant from the centerline of the head. This may have been exacerbated with the limitation of the pt's range of motion in an effort to achieve adequate flexion for the procedure.

Event description:
Customer feedback, that was received by our distributor. Customer service was contacted on (B)(6) 2015 by (B)(6). Customer states the pt's head slipped during a procedure. There was a tear to the scalp. Surgery was completed. Date of incident was (B)(6) 2015.